Event description:
Customer reports back to back testing on the same meter, while using the advantage system with results of 110 mg/dl and in the 500's mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.